Event description:
The hcp reported that the pt had pancreatic cancer diagnosed in 2002. The pt had pump turned off about a month later due to constipation. At the request of hospice and the husband, the pump was turned back on a month after it had been turned off. The pt was receiving dilaudid at a rate of .16 mg/day which was her dose prior to pump being turned off. The hcp reported that her death was "not pump related".

Event description:
The device was returned to the manufacturer for analysis. Review of device registration records reveals patient expired in 2002. A follow-up report will be sent if additional information becomes available.